Event description:
Mmol/l. Correct unit of measure. In 2002, customer called back to do the various control solution and check strip tests, spoke to a rep. All the tests fell within spec, however, the control solution test done on the one touch ultra, was performed using fast take control solution. During this phone conversation, customer mentioned in 2001, the customer had trusted the one touch ultra result of 4.0mmol/l over the one touch profile result of 2.0mmol/l. However, the customer was feeling tired and so took a nap and went into diabetic coma. Customer was preparing for a dinner party of 28 people, taking place the following day. As the customer was really busy, the customer did not have to time to prepare self a large enough lunch, thus had a smaller portion than normal. The customer had eaten lunch at approx 12:00pm (cst). 3 hrs later, customer was feeling tired, so tested blood sugar on the one touch profile and got a result of 4.xmmol/l, then tested self on the one touch ultra and got a result of 6.xmmol/l. Note: initially customer had told rep that the results take prior to napping were 2.xmmol/l on profile, and 4.x ultra. Customer was feeling tired, so decided to take a nap. Customer metioned that when sugar is low the patient usually feels warm and this would be the only symptom the patient would feel. Family member tried to wake the customer, however, when the patient could not, called the neighbor who is a nurse. The nurse performed a test using both monitors, too. The one touch profile gave a result of 2.xmmol/l and the one touch ultra gave a result of 4.xmmol/l. Customer's family called 911, the emt tested customer at 0.x on their own meter and they administered glucose via a syringe. The patient was tested again at the ER and the customer sugar was still at 0.xmmol/l. Specialist had told the customer that the patient went into a diabetic coma, because the patient had too little to eat for lunch and waited too long before eating something else. Customer was discharged, the next day. The one touch profile will not turn on now, because the batteries are dead, so unable to go through meter memory for results. The date on the one touch ultra is correct however the time is incorrect. Customer having great difficulty in reading the time and date, both in terms of comprehension and visibility of numbers. Results that were read to the medical specialist from the meter's memory were in this order within information on meds and food status unknown: 1:18pm: 3.2, 8:15pm: 7.3, 6:29pm: 3.2, 10:20am: 6.1, 2:20pm: 4.8, 6:29: 7.4. Unknown if these are correct times.